Event description:
The svc report shows the customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self testing.

Manufacturer narrative:
(B)(4).